Event description:
It was reported that a spectrum pump alarmed air in line after secondary infusion of rituximab therapy was complete in the cancer center. The user had to withdraw air with chemolocks. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.